Event description:
The manufacturer became aware of a ds2adv auto CPAP device was contacted in reference to a thermal product malfunction. The service center received information alleging pca burned. There is no allegation of patient harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed pca burned. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information in reference to a thermal product malfunction of a ds2adv auto CPAP device. The service center found evidence of a burned pca. The device is being transferred to the manufacturer for further investigation. The following sections were corrected: complete? And h6 codes. Previously complete? Was answered as 'yes' but is now corrected to 'no' to reflect the ongoing investigation. Evaluation method code grid was corrected to 'type of investigation not yet determined.' Evaluation results method code grid was corrected to 'results pending completion of investigation.' Conclusion code grid was corrected to 'conclusion not yet available.'